Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to the patient had an infected aortic valve. Due to vegetation on the valve and the possibility of the infection being present on the leads as well, the patient existing system was extracted during the removal of the infected valve. No new rv lead replacement. No additional adverse patient effects were reported.